Manufacturer narrative:
It was reported that the patient underwent a surgical procedure on (B)(6) 2004 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4). Conclusion : no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a surgical procedure on (B)(6) 2004 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including mesh revision/removal surgeries on (B)(6) 2009, (B)(6) 2012 and (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent cystoscopy and colposcopy on (B)(6) 2005 due to chronic cystitis with irrigative urinary symptoms and urge related incontinence. (B)(4).

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted, concurrently with hysterectomy, dermal allograft placement, and gore-tex sacral colpopoexy, due to uterine prolapse, cystocele/rectocele, and sui. It was reported that patient underwent takedown of enterovaginal fistula, ileocolic resection, small bowel resection, and lysis of adhesions on (B)(6) 2012 due to small bowel fistula, vaginal graft extrusion, and urinary urge with partial bladder neck obstruction. It was reported that the patient underwent cystoscopy and closure and irrigation of vaginal perineal fistula on (B)(6) 2012 due to pelvic pain and history of vaginal perineal fistula. On (B)(6) 2009 the patient underwent repair of vaginal foreign body and repair of peritoneal vaginal fistula due to vaginal perineal fistula with foreign body mesh erosion. No additional information was provided.